Manufacturer narrative:
On october 13, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Following fields have been updated on this form as per device received: d1 brand name to "mentor memorygel breast implant." D2 common device name to "prosthesis, breast, noninflatable, internal, silicone gelfilled." D2b procode to "ftr." D4 lot number to "269367." D4 catalog number to "3544001." D4 unique identifier( UDI) to (B)(4). G5 PMA/ 510(k) to "p030053." A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor also became aware that patient underwent bilateral explantation and replacement with catalog number: shpx415; serial number: 9486014-042 on the right side, and with catalog number: shpx415; serial number: 9486014-029 on the left side on september 30, 2020. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 17, 2020, mentor became aware that the implants were mentor saline, and patient experienced baker grade IV of the capsular contracture reported on the right side. Hence, following fields have been updated on this form: section d has been updated; field d1 to "unknown saline implants"; d2 to "prosthesis, breast, inflatable, internal, saline" and "fwm";and d4 for catalog number to "unk_saline implants". On september 17, 2020, mentor also became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned" h6 patient code 3191: medical device removal. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with unknown implants, and experienced left side leaking implant, and right side capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to collect additional information. However, no response has been received. If additional information is received in the future, supplemental report will be submitted. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the product, parallel lines of shell wear were observed on the anterior aspect. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).